Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). On january 29, 2019, it was reported that the unit was not cutting all the way through. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii on february 12, 2019 revealed that the calibration was not within specifications but still produced a passing sample mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the cutter and roller. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.213. The reported event was non-verifiable since during the product review it was noted that the device was outside calibration specifications but was still able to produce a passing sample mesh. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was outside calibration specifications but was still able to produce a passing sample mesh. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Meshgraft was not cutting all the way through. The event occurred during surgery. No adverse events were reported as a result of this malfunction.